Event description:
The complainant reported that the patient was being placed on impella 2.5 for hemodynamic support. The complainant reported that the patient was scheduled for a high-risk percutaneous coronary intervention by the cardiac physician. The pump was inserted and started. Shortly after starting the pump, the pump stopped working. After running through the restart steps, the pump was removed and a new 2.5 was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.